Event description:
As reported from legal a patient had an initial left knee replacement system on (B)(6) 2010. The patient had 4th revised implant on (B)(6) 2019 and 5th revision on (B)(6) 2020. No additional information.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. Related to: 1038671-2022-01159, 1038671-2022-01160, 1038671-2022-01161, 1038671-2022-01162, 1038671-2022-01166, and 1038671-2022-01167.